Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp shield was found cracked before use, and the plunger rod was found broken during the investigation. The following information was provided by the initial reporter, translated from japanese to english: "the shield was cracked."

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 30g x 8mm, 1ml bd insulin syringe. Consumer reported the shield was cracked. The returned sample was examined, and it was observed that the plunger cap was damaged, and the plunger rod was broken. No damage to the cannula shield was observed. The damage to the plunger cap could be why the consumer reported that the shield was cracked. A review of the device history record was completed for batch # 8162853. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (damaged plunger cap and broken plunger rod) root cause for the damage to the cap and plunger rod is from a comb jam at form, fill, and seal nh. The air cylinder was adjusted under dispatch #(B)(4) to correct the issue. H3 other text : see h.10.

Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp shield was found cracked before use, and the plunger rod was found broken during the investigation. The following information was provided by the initial reporter, translated from japanese to english: "the shield was cracked."

Manufacturer narrative:
Correction: additional information was received regarding the reported event. The following information has been updated: describe event or problem: it was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp shield was found cracked before use, and the plunger rod was found broken during the investigation. The following information was provided by the initial reporter, translated from japanese to english: "the shield was cracked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0 ml 30ga 8 mm 7bag 420cas jp shield was found cracked before use. The following information was provided by the initial reporter, translated from japanese to english: "the shield was cracked."